Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative spoke with site regarding reported issue. It was determined that the batteries failed and required recharging. Site reported resolution without part replacement. Casepart analysis not performed as no parts were returned. No work order performed as issue was resolved over phone. Resolution confirmed over phone call.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that system's batteries showed zero bars and system will not boot. Technical services that unit was unplugged for a long time, batteries required recharging. Site reported resolution after plugging in the system for recharge. There was no patient present when this issue was observed.